Manufacturer narrative:
Internal components were evaluated which revealed that the rotor was stuck which resulted in overheating of the device.

Event description:
Customer stated that the device overheated during testing. There was no patient involvement and no adverse consequences alleged with this event.